Event description:
A facility representative reported that an implantable collamer lens was implanted into the patient's eye. The patient experienced refractive miss. The lens was explanted and clear lens exchanged was performed. Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted. This report is 1 of 2 total reports. Based on the information provided, the risk assessment for our product, and our experience, we have determined the cause or contribution to the reported issue is not indicative of a manufacturing related issue or product deficiency.

Manufacturer narrative:
H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Manufacturer narrative: refractive surprise (refractive miss), secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4)

Manufacturer narrative:
Corrected data: h11 - disregarded initial MDR as it was reported in error and n/a. Claim#: (B)(4).